Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine (unknown) at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient experienced withdrawal. The pump he had implanted "ran out." The patient's healthcare professionals told him to listen for a "chirp" but he never heard any chirping coming from the pump. There were no interventions mentioned. The situation was resolved. The event occurred before 2014. No further complications were reported.